Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
Zoll personnel reported that the fully charged new autopulse li-ion battery sn (B)(4) does not power on the autopulse platform during the incoming device check. Per the customer, the battery was successfully charged in the autopulse multi-chemistry battery charger (mcc) before using it in the autopulse platform. The status leds on both the battery and the charger showed green led lights. Per the reporter, the mcc successfully charges other li-ion batteries, and the autopulse platform powers on using other li-ion batteries. No patient involvement.